Manufacturer narrative:
(B)(4). Reference manufacturer report # us201608-1872 for a second device used in the same case. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on each device. Each envelope seal was intact. Each device passed an air leak test. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a laparoscopic assisted vaginal hysterectomy (lavh) procedure. Approximately two hours after starting use, a strange sound was heard from the device. The pneumoperitoneum was not kept properly. The procedure was completed with another device. The status of the patient is no problem. No patient injury occurred.